Manufacturer narrative:
Facility name: hospital (B)(6). City:(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between a titanium adapter and a minicap extended life pd transfer set. This was observed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h6 and h10. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Upon further investigation, clarification was received that the titanium adapter remains in use which would suggests no allegation against the titanium adapter. Therefore, the titanium adapter did not contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.